Event description:
It was reported by the (cop) chief of perfusion to the sales rep. The (iab) intra- aortic balloon catheter was inserted via the patient's femoral artery. Per the cop there is a crack in the extension tubing hub at the central lumen. The event involved a (B)(6) patient. While in the cath lab the iab was inserted via a sheath in the patient's right femoral artery. After 16 hours of iabp therapy the patient was in the (or) operating room and the (md) medical doctor found that the extension tubing was cracked, blood was noted and as a result the md removed the extension tubing and the pressure tubing was connected directly to the central lumen hub. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient is still in the unit recovering from the CABG. Additional information received on 7-22-15: the sales rep. Visited the hospital staff and or md. The or line room is using alcohol and chlorhexidine to prep the patient for surgery per their protocol to minimize infection. She was not able to obtain ant other direct patient information regarding the event.

Manufacturer narrative:
(B)(4). Device evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of a cracked extension line is not confirmed. No product was returned for evaluation. The cause of the original complaint is undetermined.

Event description:
It was reported by the (cop) chief of perfusion to the sales rep. The (iab) intra- aortic balloon catheter was inserted via the patient's femoral artery. Per the cop there is a crack in the extension tubing hub at the central lumen. The event involved a (B)(6) patient. While in the cath lab the iab was inserted via a sheath in the patient's right femoral artery. After 16 hours of iabp therapy the patient was in the (or) operating room and the (md) medical doctor found that the extension tubing was cracked, blood was noted and as a result the md removed the extension tubing and the pressure tubing was connected directly to the central lumen hub. There was no reported patient death, injury or complications. Medical / surgical intervention was not required. The patient is still in the unit recovering from the CABG. Additional information received on 7-22-15: the sales rep. Visited the hospital staff and or md. The or line room is using alcohol and chlorhexidine to prep the patient for surgery per their protocol to minimize infection. She was not able to obtain ant other direct patient information regarding the event.

Manufacturer narrative:
(B)(4).